Event description:
Caller reported a malfunction on the pump with malfunction code 16, but no notable events preceded the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer reset the pump on their own prior to contacting support, and the malfunction code did not recur after resetting. Technical support advised the caller to continue using the pump and to get back in touch if the malfunction code reappeared, which the caller acknowledged and understood.